Manufacturer narrative:
Reported event of muscle stimulation or failure to capture were not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis performed, including output verification as well as inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an elective device exchange procedure, extracardiac muscle stimulation was observed. Because of this, the device was repositioned in the pocket, which resolved the muscle stimulation. The procedure was completed without further complication. The following day, a loss of capture was observed on the device. Upon investigation, the capture threshold returned to normal when the device was pocket was manually pressed. The physician elected to explant and replace the device. The patient was in stable condition.